Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first is ascension st elizabeth hospital a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Event description:
Na.

Manufacturer narrative:
Corrected fields are e1 event site telephone and event site state, h6 type of investigation, component code and h11. Updated fields are b4, g3, g6, h2. Esp personnel verified with her there was no blood or discoloration in the helium tubing and had her perform an iab fill, press start, and then check for blood in the helium tubing again. This resolved the alarm and resumed therapy. Esp personnel reviewed the nature of this alarm and different clinical possibilities. There were no obvious clinical explanation for the alarm at that time, however, esp personnel gave user her direct contact number stated to call back if alarm goes of more than 3 times in an hour or if any other issue arises.. No harm reported.